Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with significant reduction of iridocorneal angles and shallowing of ac. The lens was exchanged for a shorter length lens and the problem resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).